Manufacturer narrative:
S/w (unknown) retainer ring=black case type=ngp on (B)(6) 2023 customer called in with the following concern: patient states his pump quit working, there's a crack on the pump and it got submerge in the water causing it stopped working. P-cap locked in place properly during testing. After battery installation unit received with constant flashing medtronic logo. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. After multiple attempts to download medtronic logo persisted. Unable to download history files and traces using thus software due to flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify critical pump error (open book image) alarm due to display anomaly. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on electronic assembly, motor assembly and keypad assembly. Unit also received with cracked case (battery tube), cracked battery tube threads, faded serial number label, cracked keypad at select button and missing display window cover. In conclusion unit received with unexpected flashing medtronic logo due to corroded electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump stopped working after being exposed to water and had a crack. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and it will be returned for analysis.